Manufacturer narrative:
This report is submitted on november 20, 2019.

Event description:
Per the clinic, the patient experienced a magnet dislodgement during an mris (1.5 tesla). The patient's head was wrapped as recommended by cochlear. The patient developed an infection at the magnet site. Surgery to replace the magnet has been completed on (B)(6) 2019.